Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was concluded that this device met specification for normal battery depletion. The previously reported noise and oversensing could not be confirmed via laboratory testing.

Event description:
Additional information was received that this device was returned following explant for normal battery depletion several years after the originally reported event. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker exhibited noise and oversensing when reviewed during a routine clinic visit. It was determined to be the result of electromagnetic interference (emi) from the use of ultrasonic dental equipment. The length of pacing inhibition is unknown as is any possible asystole. The patient denied any symptoms and their physician advised the equipment was safe to use. No adverse patient effects were reported. This device remains in service.